Manufacturer narrative:
The customer¿s report of a broken smartsite valve was confirmed. Visual inspection observed that the clear luer lock body that is welded to the female luer adapter was broken/cracked with the broken piece of the clear body still remaining within the female luer adapter (fla). A whitish area on one side of the damaged clear body, indicative of stress, was observed at the break point of the damaged clear body. Visual inspection of the valve observed the fla was separated from the clear body of the valve with the broken piece of the clear body still remaining within the fla. Markings, indicative of stress, were observed at the break point of the damaged clear body. Functional testing was not performed due to the obvious damage. However, additional testing and analysis concluded there were no smartsite materials or functional changes that could indicate any manufacturing related contributors to the breakage. The identified probable cause of the damage to smartsite component has been identified to be lateral force exerted during disconnection of the smartsite valve from a mating component.

Event description:
The customer reported the smartsite broke in half when the mating syringe was removed after flushing the line. No patient harm reported.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.